Manufacturer narrative:
Not returned.

Event description:
It was reported that, "it was reported that during spinal fusion surgery two 7.5mm screws inserted in s1 broke. Allegedly, there is a revision to the patient on (B)(6) 2013."

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. However, it is assumed that the breakage of the s1 screws on a patient suffering spondylolisthesis four months post surgery is believed to be the result of fatigue spreading on implants that were submitted to repeated monotonous stresses and strains. The event occurred after patient re started jogging. Based on the x-rays provided, one would note that no interbody device was put in place during initial surgery and this was apparently corrected during revision. Internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur or failure to immobilize the delayed/non union results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing and activity levels will, among other conditions, dictate the longevity of the implant. The breakage of the s1 screws is therefore believed to be the result of fatigue spreading on repeatedly solicited devices due to the combination of patient pathology, activity and the construct put in place (initially with no interbody device). No product return.

Event description:
It was reported that, "it was reported that during spinal fusion surgery two 7.5mm screws inserted in s1 broke. Allegedly, there is a revision to the patient on (B)(6) 2013."